Manufacturer narrative:
(B)(4). Adverse event/product problem changed to just adverse event.

Event description:
The patient was experiencing a loss of therapeutic effect. The patient reported having diarrhea. The patient confirmed with the patient programmer that stim was on. During the call, the patient increased stim. The patient mentioned she just got of the hospital. The patient stated she was hospitalized for c diff. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pet3, implanted: (B)(6) 2015, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).